Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely depressed sodium results generated on the alinity c processing module for multiple samples. The following example data was provided (customer provided reference range was 136 to 145 mmol/l): initial result (serial ac03088) = 107 mmol/l, repeat = 140 mmol/l. No impact to patient management was reported.

Manufacturer narrative:
The field service representative (fsr) inspected the instrument and found debris in the ict reference solution bottle and the dryer tip appeared dirty. The fsr replaced the alnty c-series cuvtte d which resolved the issue. Return testing was not completed as returns were not available. No additional discrepant result issues have been reported since the service activity was completed. An instrument service history review on (B)(6)revealed no additional tickets associated with discrepant/erratic patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the alinity c did not identify any trends associated with the complaint issue. A review of tracking and trending of the alnty c-series cuvtte d did not identify any trends. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the alinity c processing module for serial (B)(6)or the alnty c-series cuvtte d was identified.section h6 medical device problem code was updated from (B)(6)to (B)(6).